Manufacturer narrative:
Gtin number: unknown since serial number was not provided.

Event description:
On (B)(6) 2015, the sjm trifecta valve was explanted due to endocarditis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the DHR was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received from the physician indicated the endocarditis was suspected to be secondary to a dental procedure.